Manufacturer narrative:
It was reported that the "18g seldinger needle used to access the femoral artery has been breaking off at the hub with access attempts". No injury was reported related to this however, an additional needle stick was required. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Needle breaking off from hub.